Manufacturer narrative:
The explanted device was returned to edwards for analysis. As received, heavy host tissue overgrowth encroached onto the tissue and into the orifice on the outflow aspect. Host tissue was moderate to heavy on the stent circumference at the inflow and outflow aspects. Host tissue fused all three (3) leaflets at their respective commissures at the outflow aspect. Of these, two (2) leaflets were fused at the inflow aspect near their commissure. Native subvalvular apparatus was observed on the sewing ring at the outflow aspect, with two long apparatus on two (2) commissures which appear to have been connected at one time. Fibrin-like material was also observed on the cusp region of two (2) leaflets at the outflow aspect. X-ray demonstrated heavy calcification on a leaflet 2 and an intact wireform. The sewing ring was cut at multiple locations around the valve circumference, and the wireform was exposed on a commissure near a leaflet at the outflow aspect. Method: x-ray. The clinical observation of calcification was confirmed as calcification and host tissue restricted leaflet mobility and led to stenosis. Many factors contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 31mm bioprosthetic mitral heart valve was explanted after four (4) years, ten (10) months due to structural valve degeneration and a high gradient (mean = 17mmhg), secondary to calcification. This was replaced with a 31mm mechanical valve and the patient was listed as hospitalized in good condition.